Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7093620. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for missing zero line. There was one (1) notification [(B)(4)] noted for scale rotation. There was one (1) notification [(B)(4)] noted for blank barrels. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that before use of the bd insulin¿ syringe, there is a small black line in ink that is not on other syringes. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that before use of the bd insulin¿ syringe, there is a small black line in ink that is not on other syringes. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc syringe. Customer states that there is a small black line in ink that is not on other syringes. The returned syringe was examined and exhibited black material on the surface of the barrel around the 3 unit marking. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely smudged scale print ink. CAPA 162566 was initiated to address such issues at this time. A review of the device history record was completed for batch# 7093620. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200692727, 200693130] noted that did not pertain to the complaint. There was one (1) notification [200693492] noted for missing zero line. There was one (1) notification [200693165] noted for scale rotation. There was one (1) notification [200693188] noted for blank barrels. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root cause is attributed to pad swelling on the mandril during the printing process. As the pads are used, they gradually swell and can cause this type of "smear" or "smudge affect. A problem solving team has been tasked with improving print quality on all production lines within the plant. The team is systematically assessing and addressing each printer individually for improvements.